Event description:
Siemens received a report on (B)(6) 2011 that the y2 jaw on the collimator changed position after the machine received an upgrade for 160 mlc and mosaiq (B)(4). The event occurred on (B)(6) 2011 however siemens was notified of the issue on (B)(6) 2011. Reportedly the y2 jaw physically changed position, which was a different position than what was being displayed. There were no interlocks or warnings beforehand. The first occurrence on (B)(6) 2011 was a "deviation of 1 cm (y2 was at 4 cm, display at 5cm; e.g. Fs=10 cm, although it was physically 9 cm and asymmetrical)." On (B)(6) 2011 the y2 position was 3 mm less than the display, which is the same scenario as the previous occurrence (different physics measuring). There has been no mistreatment or injury reported. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2011 and we are mailing this MDR on (B)(6) 2012. Investigation of the reported occurrence is on-going, and additional f/u to this event will be submitted upon completion of the investigation. (B)(6).